Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son has had at least three bent infusion set cannulas in the past eight days. The patient's blood glucose has been in the high 400 mg/dl and 500 mg/dl range. The customer is a hockey player and is exposed to plenty of contact. The father stated that the cannula may not be long enough. Troubleshooting did not occur. No products were returned or replaced.